Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported ongoing concerns with therapeutic effect. Patient requested assistance changing programs. The agent reviewed how to do so and recommended that the patient monitor symptoms on the new program and keep a voiding diary.

Event description:
Additional information was received from the patient. They reported that the issue with their incontinence after the MRI was not resolved yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient recently had an MRI and they turned the therapy off beforehand and they turned the therapy back on so they thought everything was fine but the last two nights when they got out of bed they started peeing. The patient indicated prior to implant they got up five times a night and then since they got this they had just had a couple nights but they never made it to the bathroom which was never a problem for them before they got the interstim. The patient was advised how to use the programmer and communicator to check therapy status, which confirmed therapy was on. The patient was on program 1 and they increased the amplitude by 0.1 and confirmed they felt strong but comfortable stimulation. The patient would maintain stimulation level and would continue to track symptoms. The patient was redirected to their doctor if the issue persisted, however, the patient indicated their doctor had directed them to [the manufacturer]. The option to try a different program if symptoms were not resolved was reviewed with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back to report that they had continued to have issues with the therapy, specifically urinary frequency and incontinence at night. The patient mentioned that they adjusted their settings the last time they spoke with patient services, but that didn't help and their symptoms were back to how they were before they got the ins. The patient reached out to their healthcare provider (hcp) for advice, but they redirected the patient to patient services. Agent reviewed that patient services does not manage patients' medical care, but can help to educate patients on how to use their external devices. The patient's handset was not charged at the time of the call, so the patient said they will call back once it's charged enough. They called back on 2025-sep-30 and stated they wanted to try a different program. Agent walked patient through connecting to ins and changing programs. Patient increased stimulation to a comfortable level. Patient will monitor symptoms and adjust as needed.